Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. A field service engineer (fse) completed an ultra sonic mixer adjustment and increased the wash level volume for a sample probe. A precision check was complete and passed. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable tina-quant hemoglobin a1cdx gen.3 result from the cobas c 503 analytical unit. The initial result was 8.5%, and the repeat result was 6.0%.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was not provided. The investigation is ongoing.